Manufacturer narrative:
The customer reported that they had a patient in a sling and the sling broke. The patient fell onto their bed. There was no injury. The sling was thrown away after the incident, therefore no evaluation was conducted. Customer informed that the sling broke "at the top l where the plastic clip attaches." From customer's words, it has been deduced that the top l refers to the shoulder strap. Shoulder strap is stitched to the sling body creating an l shape. Yet, without product on hand it is not possible to determine how the strap broke, therefore without product availability, the root cause of why strap broke cannot be determined. Product instructions for use (04.sc.00-9en) was also checked. The instructions include the following: "before first use check all parts of the sling. If any part is missing or damage - do not use the sling." Sum up, the sling failed to meet its specification as it broke during use, it was involved in the incident, since the broken strap caused the patient falling onto the bed. There was no injury. This incident has been deemed reportable due to allegation of broken strap during use causing patient's falling.

Manufacturer narrative:
The investigation is ongoing, and results will be updated in the final report. H3 other text: the sling was discarded by staff after the incident.

Event description:
A patient fell onto their bed after the sling broke during transfer. The sling was discarded by staff after the incident. No injury was reported.